Manufacturer narrative:
The associated complaint devices were not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure had troubles with the broaches are they were not releasing from the handle. The scrub nurses noticed that they were not easily attaching and detaching.